Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the ventricular output value on the display screen of the external pulse generator (epg) could not be adjusted. The control knob was noted to be good, and the atrial output could be adjusted. It was advised that the epg be returned. The status of the epg is unknown. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the ventricular output could not be adjusted and it was attributed to the encoder flex being out of specification. It was further noted at bench testing that with its rate set to 70 paces-per-minute and the atrial and ventricular outputs set to 10 milliamperes and the backlight and menu off the battery was ejected and the device shut off after one second. This test was performed five times with the same result each time and it was concluded that the main printed circuit board was out of specification in an electrical manner. Analysis additionally found that the upper case and battery drawer were broken, the lower case was broken and contaminated, the battery release was contaminated, the ring cover, ring bail and one case screw were missing and the battery contacts were compressed. The device was to be scrapped in-house. (B)(4).

Event description:
It was further reported that the generator has now been returned as a trade-in device.

Manufacturer narrative:
Further analysis was performed on the main printed circuit board assembly. Visual inspection revealed no anomalies. Bench analysis found that the supercaps failed in-circuit, the ventricular output dial was erratic and the battery removal test failed. It was also noted that there was a cracked circuit trace. After the supercaps were replaced, the battery removal test passed, the device stayed on for greater than ten seconds after the battery was removed. Conclusion: confirmed the failures seen during service and repair of the device. The battery removal failure was caused by capacitor component failure and there was an open circuit trace.